Event description:
It was reported that the customer had high blood glucose levels of 178 mg/dl. It was reported that the insulin pump of the customer was having gaps in data when it was being uploaded. Troubleshooting was done. Tests were performed on the insulin pump. The insulin pump passed the tests. The customer inquired whether there was any battery out limit alarm in the history of the insulin pump. It was reported that no battery out limit alarms were found. It was reported that only low reservoir alarms were showing in the history of the insulin pump. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.